Manufacturer narrative:
The investigation into the access site bleeding issue has been completed. The device was not returned for investigation. Per the clinical information provided, the root cause of the access site bleeding issue was high patient act values due to improper anticoagulation technique used.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident / stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 57-year-old male (race unknown) in acute myocardial infarction / cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced access site bleeding. Two units of blood products were administered. On (B)(6) 2023, the physician reported the bleeding occurred due to initial high activated clotting time (act) / partial thromboplastin time (ptt) and poor repo-sheath handling. After adjustment of act / ptt and improvement of repo-sheath, the bleeding stopped.